Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported during a grafting and removal process a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the associated attachment 5100120472, s/n (B)(4) had issues which potentially caused the bur to break. During disassembly and visual inspection of the associated attachment, it was noted that the bur was corroded into the bearings and collet.

Event description:
It was reported during a grafting and removal process a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.